Event description:
Boston scientific crm received information that a red alert was issued through the latitude system that there was an out of range pacing impedance measurement recorded by this cardiac resynchronization therapy defibrillator (crt-d). No adverse patient effects were reported. The model and serial number for the associated lead is currently unknown.

Event description:
This report has been changed to a serious injury report as surgical intervention was performed to prevent serious injury or death.

Manufacturer narrative:
No additional information is available. If any additional information does become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this ICD was performed. Microscopic inspection of the device header found marks in the port, indicating that the lead¿s seal rings were not in the correct location and the ring electrode had not been in full contact with the spring connectors. The lead had not been fully inserted into the port while it was implanted. A review of the memory confirmed that the device recorded two out of range rv pacing impedance measurements as well as noted that the pacing impedance measurements had been high over the last month before the device was explanted. Measurements were taken on each port to ensure they are the specified size and that the is-1 pin has proper contact when inserted. The ports on this device were found to be within specification. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Laboratory analysis confirmed the field observation of out of range pacing impedance measurements. Analysis of the device found that the lead was not fully inserted into the device's header, resulting in a suboptimal connection between the lead and device.

Event description:
Due to the alert, the patient was contacted and went to the hospital to investigate the measurement. Interrogation of this crt-d found all lead measurements in normal range. The physician manipulated the device pocket and the pacing impedance measurement was 468 ohms. A revision was performed to investigate any possible lead issues. During the procedure, the pacing impedance was measured again and was now 1800 ohms. The connections were checked and the lead was secure. The is-1 portion of the right ventricular defibrillation lead was disconnected and the measurements were again taken on the pacing system analyzer (psa). All measurements were normal. When the is-1 portion was reconnected to the crt-d, the pacing impedance was again at 1800 ohms. No adverse patient effects were reported. It was then decided that it was a device issue and this crt-d was successfully replaced. The defibrillation lead remains implanted and in service. The explanted crt-d was then returned for laboratory analysis.